Manufacturer narrative:
H3: product analysis found that verified not working. Broken connector on the eic board. H6: previously applied fdm b21, fdr c21, fdc d16 and img g02030 codes are no longer applicable. Img g02005 code is applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cam1, serial/lot #: 25da015; h6: previously applied fdc d16 code has been updated to d20. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3:product analysis found that could not verify the customer complaint with patient interface. H6: previously applied fdm b21, fdr c21 and fdc-d16 codes has been updated to fdm b20, fdr c19 and fdc-d20. 3. Product ID: nim4cpb2, serial/lot #: (B)(6), UDI#: (B)(4); h6: previously applied fdc d16 code has been updated to d20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: missed to change the device evaluation from no to yes. D10. Product ID: nim4cpb1, serial/lot #: (B)(6): UDI#: (B)(4); h6: previously mentioned fdm b20 code has been corrected to b01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the devices were initially on wireless mode when the unit indicated that the battery of the patient interface was running out. This led to the discovery that the cable was not functioning and the wire connection to the patient interface was disconnecting. Initially, the user thought it was the wire cord, so they replaced the wire. However, a few minutes later, it still disconnected. The user then changed the patient interface, but it still had the same result. So, changed the console and it started working. The user tested the unit before the case started, and it was connecting and reading well. However, in the middle of the case, the cord connection disconnected again. The patient interface tried to connect in wireless mode, but it did not work. Static noise and a huge spike were observed when an esu was activated. False positive readings were observed this mean spikes on the readings jumps while the handpiece was no where near the site. The patient interface cables were broken. The procedure was completed with another nim console and patient interface. There was no patient impact.

Manufacturer narrative:
H3:analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cam1, serial/lot #: (B)(6); h6: fdm b17, fdr c20, fdc d16 and img-g04003 codes are applicable. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#:(B)(4); h3:analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm b21, fdr c21, fdc-d16 and img-g02005 codes are applicable. 3. Product ID: nim4cpb2, serial/lot #: (B)(6), UDI#: (B)(4); h6: fdm b17, fdr c20, fdc d16 and img-g02004 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.